Event description:
It was reported that the subject device was implanted in emergecy on (B)(6) 2009. On (B)(6)2017, it was not possible to interrogate the subject device and no magnet response was observed. The device has been replaced in emergency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subject device was implanted in emergecy on (B)(6) 2009. On (B)(6) 2017, it was not possible to interrogate the subject device and no magnet response was observed. The device has been replaced in emergency.